Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision surgery with 225cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral rupture, which was confirmed via ultrasonography. As a result, the patient underwent removal and replacement with 400cc mentor memorygel xtra breast implants on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-12746 for the contralateral event.

Manufacturer narrative:
On november 24, 2022, the product was returned to mentor for evaluation. On december 01, 2022, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to be ruptured. In addition, shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. On december 07, 2022, mentor became aware that information was inadvertently omitted from the initial report. The patient's initials have been updated to n/I, as no patient identifier was provided. Manufacturer's reference number: (B)(4). In the initial report a1 patient identifier should have been populated with n/I.